Manufacturer narrative:
(B)(4). Date sent: 9/18/2024. D4: batch # 821c75. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with three gst60w reload (b, c, d) present. The reload(c) was received partially fired 1/16; the reload (b, d) were received unfired. The returned device and reloads were tested for functionality in the straight position by resetting and reloading them into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. Additionally, photo was provided and it showed the label the reported device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 821c75, and no non-conformances were identified. Additional information was requested and the following was obtained: please confirm if the oozing observed was a leak of anastomotic fluid or bleed? -a leak of anastomotic fluid. What was the total estimated blood loss (ml)? -unknown. Not much was a transfusion required? -no.

Manufacturer narrative:
(B)(4). Date sent: 8/27/2024. D4: batch # 821c75. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm if the oozing observed was a leak of anastomotic fluid or bleed? What was the total estimated blood loss (ml)? Was a transfusion required? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the laparoscopic lobectomy surgery. After fired, noted that a few staples formed with irregular shapes and anastomotic site was oozing. Changed another two to continue the surgery, the same problem happened again. Used suture to oversew there was no patient consequence reported, no additional information could be provided.